Event description:
It was reported that the device didn`t engage, it jammed and pieces of the attachment have broken off. No adverse consequences were reported to the patient.

Manufacturer narrative:
The investigation identified that the instrument that corresponded to the failure was a xia 3 ratchet sleeve instead of the initially reported instrument, xia 3 titanium t-handle ratchet. The catalog and lot numbers were changed to correctly classify the xia 3 ratchet sleeve. Method: device history review; complaint history review; risk assessment. Results: the customer event of the fracture of a xia 3 ratchet sleeve was confirmed via visual inspection of the returned device. The fracture is indicative of excessive torque. A material analysis was performed on the fractured ratchet sleeve and it was found to have fractured through ductile shear overload. The IFU sates that the ¿instruments which have experienced extensive use or extensive force are more susceptible to fracture depending on the operative precaution, number of procedures, and disposal attention.¿ conclusion: the root cause of the fracture is likely exerting an excessive torque on the device which is user error.

Event description:
It was reported that the device didn`t engage, it jammed and pieces of the attachment have broken off. No adverse consequences were reported to the patient.